Event description:
Portacath placed by dr. Two weeks ago. Fractured catheter found on x-ray. Removed with a gooseneck snare. X-ray report stated it was lodged in pulmonary artery. Portacath removed and a new one reimplanted in 2007. New device needed to be implanted for pt to continue chemo treatments.